Event description:
It was reported the device was used during a lung resection procedure. It was reported by the affilate that the closing trigger was closed, but the firing trigger did not close. The device did not fire or cut. There was no patient consequence.